Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased pacing impedance measurements greater than 2,000 ohms. The patient was brought into the clinic for testing and pocket manipulation and isometrics did not reproduce the out of range measurements. Additionally, pacing threshold and sensing measurements were appropriate and no noise was observed. Additional information was received three months following the initial observations that the rv lead continued to exhibit high pacing impedance measurements. Additionally, noise was observed on the rate/sense channel of the lead which could be reproduced during isometrics. Therefore, a revision procedure was performed and the lead was removed from service and successfully replaced. The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received. No adverse patient effects were reported during the procedure. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.